Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 3002806535-2016-00763 & 1825034-2016-03826 / 03828).

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure approximately 10 years post-implantation due to metallosis and pseudotumors. During the procedure, black tissue and a cyst located underneath the acetabular component were noted. The femoral head and cup were removed and replaced. A competitor cup and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Concomitant medical products - biomet taperloc femoral stem catalog#: 11-103203 lot#: 405770, biomet m2a magnum taper adapter catalog#: 139252 lot#: 475240.